Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not able to be returned, the complaint could not be confirmed. The exact root cause could not be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information 19 dec 2024: the procedure sheath size used was 6fr. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Blood loss was minimal. No concomitant devices were used with the angio-seal.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that following an antegrade puncture to perform angioplasty, the angio-seal device was inserted. When the device was pulled back, the entire device was in hand without sealing the artery. Manual pressure was applied to close the artery. Upon checking the sheath, it was discovered that the anchor was still within the sheath. The tip of the sheath had to be cut to verify this. There was no patient injury. The event occurred during use on the patient / during placement.